Event description:
It was reported during an initial implantation of the dual mobility liner, the liner ring was not flush with the rim of the cup and instrument broke upon impact. The ring and liner were removed and a new dm liner was opened. The surgeon was able to continue with the procedure with no issues. No pieces fell into patient. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Instrument was discarded by hospital.